Manufacturer narrative:
H10: the field service engineer (fse) confirmed that the issue was resolved by replacing the power management printed circuit board assembly (pm pcba). The pm pcba was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the battery is not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the battery is not charging. The customer troubleshot and found that that pm board needs to be replaced, customer attempted to order replacement pm board and was told it was on backorder. The investigation is ongoing.